Manufacturer narrative:
Root cause: the root cause for the reported issue that device had programming error. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was admitted for a "sedated abr" (auditory brainstem response) test. For this procedure, the patient was connected to a propofol drip, and the rate was set at 17ml/hr. It was expected that the patient should have received 13ml during the procedure; however, only 0.91ml of propofol was delivered per report. The patient reportedly immediately woke up when the procedure was complete. The customer stated that the device did not alarm for occlusion or if there was an issue and the tower indicator lights were "green." There was no patient harm. Bd received additional information on 02 september 2025 through due diligence attempts. It was reported that "upon additional investigation" by the facility's pharmacy coordinator, the infusion record reportedly showed that propofol was running on the syringe channel. The infusion record reportedly showed that the propofol was programmed for 16.7mcg/kg/min and the calculated infusion rate based on the patient's weight (17 kg,) was 1.7ml/hr. The infusion ran about 32 minutes, and the volume infused was recorded as 0.91ml. Per customer, the event "seems like a user programming error (10x underdose), not an equipment issue" since the intended/ordered propofol rate was 17ml/hr.